Manufacturer narrative:
Product complaint # (B)(4). Attempts to obtain the following information have been made and the following information was obtained. If further details or the device are received at a later date a supplemental medwatch will be sent. Did the product issue noticed during first time activation? No further information is available. If no, how many reactivation were performed when issue was noticed? Were all connections checked for leakage? No further information is available. Were the exit input caps loose? No further information is available. Was there a failure of the locking plate mechanism? No further information is available. How was the case completed? No further information is available. Was the reservoir replaced? No further information is available. No further information will be provided. The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported a patient underwent an unknown surgery on (B)(6) 2020 and a reservoir was used. The reservoir could not be locked during use. Further details are not provided. No sample will be returned. There were no adverse consequences to the patient.

Manufacturer narrative:
Product complaint # (B)(4).